Event description:
Customer reported that the unit went ventilator inoperative with error code message of data acquisition (da) pcba adc failed. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.